Event description:
The customer received questionable hemoglobin a1c results for 472 patient samples from the integra 800 analyzer, serial number (B)(4) that were discovered after a doctor called and questioned results for 10 patient samples. The samples were repeated on (B)(6) 2013. Of the data provided, the results for 102 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The repeat results were believed to be correct. The customer did not know if any patients were treated based on the erroneous results. The customer suspected an issue with the reagent cassette as the results returned to normal when a new reagent cassette came into use. The field service representative could not find a cause. He performed a checkout of fluidic system, sample and reagent delivery systems, and photometer system. All systems were functioning in accordance to specifications. He suspected there may be issue with reagent cassette. The field application specialist found there was a bad reagent pack. The customer stated that results have been back to normal since using a new reagent pack. She performed a precision check.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.